Event description:
During a renal artery balloon pta and stent placement, using a 15mm long stent with a 6mm diameter balloon, the balloon ruptured in situ. The balloon catheter was carefully withdrawn into the guiding catheter and both the guiding catheter and balloon catheter were then removed. 50% of balloon material was missing upon immediate catheter inspection. Resulted in embolic occlusion of an infra renal branch artery and subsequent infarction of approx 15% of the renal parenchyma.